Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to wound dehiscence from scrubbing wound with scrub brush the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of a 18cm x 12mm cylinders, pump and reservoir were implanted. Should additional information be received, or product be returned, a supplemental report will be filed for the addition information and upon completion of product analysis.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of wound dehiscence was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that due to wound dehiscence from scrubbing wound with scrub brush the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of a 18cmx12mm cylinders, pump and reservoir were implanted. Should additional information be received, or product be returned, a supplemental report will be filed for the addition information and upon completion of product analysis.